Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va05t1e, implanted: (B)(6) 2013, product type: lead.

Event description:
Patient reported that he saw his healthcare provider (hcp) last week and hcp checked lead wire and report came back open circuit. He was informed by hcp that one of his lead may be broken causing additional drain on his battery. No patient symptoms or harm were reported. The indications for use for this patient were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.